Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at less working pressure and was simply removed as a whole.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula. A 6.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation at less working pressure and was simply removed as a whole.

Manufacturer narrative:
Device evaluated by MFR. : a gladiator device was returned for analysis. A complete balloon circumferential tear was identified located approximately 70mm distal of the proximal balloon sleeve. The distal section of the balloon tear including a section of the inner shaft, markerbands and tip was not returned for analysis. The rated burst pressure for this device is 24 atmospheres. A visual and tactile examination found the shaft of the device to have completely detached. The break was located approximately 8mm distal of the proximal balloon sleeve. The detached section of shaft that was not returned along with the two markerbands, part of the balloon and distal tip. There were also multiple shaft kinks and stretching noted.